Event description:
It was reported that during an unknown procedure, after the 5mm forceps were introduced into the trocar, the gas leaked through the valve. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis results for the instrument confirmed that it was returned non-functional. The obturator was received inserted through the sleeve; therefore the duckbill was deformed. No functional test was performed. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.